Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2008. It was reported that the patient was unable to communicate with his ipg via the programmer or charging system. He had previously undergone a revision to alleviate discomfort at the ipg pocket. During the procedure, the physician inadvertently removed one of the ipg's port plugs and suspects that to be the cause of the patient's current issue. The ipg was removed and replaced on (B)(6) 2010 and effective stimulation was recaptured. The explanted device was returned to the manufacturer on (B)(6) 2010.